Manufacturer narrative:
Unit was received with intermittent esc and act button response due to corroded keypad traces. No button error alarm noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 140 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.